Event description:
It was reported that prior to a hip arthroscopy procedure using the ambient hipvac 50 wand ifs, the wand was plugged into the controller and gave an error message. A second wand of the same type was opened and this wand also gave an error message. The surgeon decided to complete the procedure using a competitor's product.